Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-94 alarm was confirmed. The root cause of the f-94 alarm was determined to be a damaged (bloated/swollen) main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.